Manufacturer narrative:
Due to ongoing legal proceedings, follow-up is not possible at this time. Therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: rupture and " aware of the risk of cancer caused by the implants".

Event description:
Patient representative reported "considerable pain and tenderness in the chest, as well as a rupture. Since becoming aware of the risk of cancer caused by the implants, patient has been suffering from depressive stress and anxiety disorders. This feeling persists even after explantation." The device has been explanted.